Event description:
(B)(4). Reason for original complaint: litigation alleges that the patient suffers from pain. Doi: (B)(6) 2005 - dor: none reported (unknown side). (B)(6). Update (B)(6) 2013 - pfs and medical records received. Operative notes indicated recurrent dislocations. Part/lot was provided. Additional products have been reported (right side).

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. Per the review it was determined the depuy acetabular devices were implanted with competitor manufactured femoral devices. This use of the depuy devices is not recommended. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The patient underwent right total hip replacement on (B)(6), 2003, however, the device that was implanted was a non-depuy product. Added law firm in the facility name.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.